Event description:
It was reported that during an endoscopic rectum cancer resection procedure, part of the staples were malformed and the anastomosis was no complete. Used hand-suturing to complete the procedure. There was no patient consequence.